Event description:
Pt called us directly and is the medical aesthetician. She was injected on (B)(6) 2010, by a nurse injector. She had 1.0cc of hydrelle originally back in (B)(6) in (B)(6) and a little in oral commissures and a little in vermillion border. This time she was injected in lower oral commissures, vermillion border, cupid's bow and (B)(6). By 9pm that night, she was horribly swollen and had a bad headache. It looked like her lips were "inside out". Took a couple of aleve, then got chills because she was so cold. She had a temperature of 100 degrees. Lower commissures were "hanging" and you could see fluid around there that turned into a purple bruise. Put a bag of frozen peas on her face to help reduce swelling and she went to bed. By saturday, her skin ached all over her body, fever of 101 degrees and she thought she had the flu. She also had intense abdominal cramps in waves and then diarrhea as well as nausea. They were flu-like symptoms. She still had a fever on (B)(6) 2010, and diarrhea. She saw her primary care physician today, who diagnosed that she doesn't have the flu. Physician prescribed cipro and aleve for her headaches.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.